Event description:
A malfunction alarm was reported on the pump. There was no adverse impact to the customer¿s blood glucose level. Customer was unable to complete the pump reset, so technical support provided pump reset information for the customer to attempt the reset and instructed them to follow up if the issue persisted.